Event description:
It was reported that the patient never got pain relief. The patient underwent a system explant procedure and was doing well postoperatively. The patient explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2366-70, model: m365sc2366700, serial: (B)(6), batch: 7072530/7072576/7072623.